Manufacturer narrative:
An event of retraction problem and improper or incorrect procedure or method was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manually manipulated, and all were functional with no anomalies noted. The valve capsule showed accordion damage, which is consistent with damage during use. Due to the damage, functional test could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. The reported improper or incorrect procedure or method procedure was due to re-sheathing the valve six times, which may have contributed to the reported retraction problem. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿ codes removed: type of investigation: (B)(4).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Loading was performed by abbott employee without issue. Heparin administered, activated clotting time at 250-300 seconds. There was difficulty placing the valve and six re-captures were performed. On the sixth recapture, the navitor did not fully retract after several attempts. Microadjustment wheel was attempting in the descending aorta without success. The device was able to be removed without vascular damage or intervention. During evaluation outiside of the patient, an unknown fragement was observed between the valve and flexnav. It was unknown whether it was thormbus or tissue damage. No additional intervention was performed in response to the fragment. The navitor valve and flexnav were replaced and the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
An event of retraction problem and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. The reported improper or incorrect procedure or method was related to the user re-sheathing more than two times. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿